Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
No cartridge was returned for investigation; a retain sample was pulled for investigation and evaluated by product analysis on 02/07/2014 with the following findings: no defect was found. A visual /inspection, a force test and a leak/ test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: she has a blood glucose (bg) of 341 mg/dl with mild nausea and severe thirst, but did not check for ketones. States the pump emitted two occlusion alarms. Reporter has changed her site, set and cartridge and was able to give an 8 unit bolus. Customer support (cs) review found that the patient was not cycling cartridges- patient having been told by clinical trainer that cycling was no longer necessary, so cs educated to patient. Patient changed cartridge and tubing and was able to prime with no further alarms, able to give a bolus patient continues on pump and will monitor her bg. There is no indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hyperglycemia following the use error of not cycling the cartridges.